Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The device gave them a low battery warning and when they were changing the battery the insulin pump¿s belt clip came off and the device was dropped. They tried three batteries but the device would not work. The customer¿s blood glucose was 8 mmol/l. Troubleshooting was performed. The back of the insulin pump was cracked. They were advised to discontinue use of the insulin pump and revert to backup plan per health care professional¿s instructions. The device will not be returned for analysis.